Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as likely due to not wearing a mask. The patient was hospitalized for the peritonitis event. The patient was treated with two unknown antibiotics ¿in the bags¿ for the peritonitis (dose unknown, frequency and duration not reported). Action taken with pd therapy was not reported. At the time of this report, the patient reported they feel they have recovered from the peritonitis event, but will ¿get a confirmation next week when they go to the clinic¿. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.